Manufacturer narrative:
The device history record was reviewed and confirmed that the lot met all release criteria, including balloon inflation tests at rated burst pressure. The balloon was used to open a stent. This device is not indicated for use in the expansion of a stent.

Event description:
It was reported that the doctor was attempting to open a fluency stent and the balloon ruptured. The balloon caught on the stent, and the distal portion separated from the balloon. The doctor was unsucessful at locating the balloon and distal tip within the patient.